Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). Quality controls were acceptable on the day of the event. Upon review of the alarm trace from (B)(6) 2024, an insufficient sample volume error and abnormal aspiration errors were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with uric acid pap on a cobas pure c 303 analytical unit. The first sample initially resulted in a uric acid value of 0.367 mg/dl. The value was outside of the assay reference range, so the user decided to repeat the sample. The sample repeated with a value of 5.47 mg/dl. The repeat value was reported outside of the laboratory and matched the patient's clinical history. The second sample initially resulted in a uric acid value of 1.48 mg/dl on (B)(6) 2024 and it repeated as 4.49 mg/dl.

Manufacturer narrative:
The field service engineer determined the incubation bath was overflowing. The issue was corrected. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.